Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 201 - plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Changed unk asr hip to asr cup & added femoral head product. There was no new information received that would impact the outcome of the investigation. Update- (B)(6) 2014 ppd received. Revision date received. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, inflammatory tissue and clear fluid were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.